Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 623 mg/dl. The customer¿s current blood glucose level was 623 mg/dl. The event started with upset stomach which leads to hospitalization. The customer experienced symptoms such as nausea, abdominal pain and vomiting. The customer was treated with insulin drip. The customer was in intensive care unit at the time of report. The customer reported that the drive support cap appeared to be normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.